Event description:
It was initially reported the patient experienced a "pins and needles" or "stabbing/zapping" sensation while stimulation was turned off. It was unknown when the patient's symptoms started. It was noted, the patient had 18 injections since (B)(6) 2011. It was reported the patient had sciatica and pinched nerves. Additional information received approximately 1.5 months later reported, the patient's stimulation helped his lower extremities; however, he had persistent tenderness around the stimulator pocket. It was noted there were plans to do a revision/move the pocket. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID, 3777-60 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID, 3777-60 lot#, serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID, 355028 lot# n316557, implanted: 2012 (B)(6), product type accessory. (B)(4).